Manufacturer narrative:
This report is submitted on october 27, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017 due to cholesteatoma (specific date not reported). The patient was reimplanted with a new cochlear device (date not reported).